Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that programmer locked up during a left ventricular capture test. The patient was totally dependent and there were several seconds of asystole before the patient was rescued with an external pulse generator.